Manufacturer narrative:
Product event summary - the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed that the right ventricular pace impedance was steady at approximately 513 ohms through (B)(6) 2016, and spikes out of range on (B)(6) 2016. A lead failure predictor triggered on (B)(6) 2016 for ventricular sensing integrity counters and non-sustained tachycardia. There were nine episodes with ventricle to ventricle intervals less than 220 milliseconds between (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. The right ventricular lead had high impedance. The lead was abandoned and repl aced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.